Event description:
It was reported that the patient had the inflatable penile prosthesis revised due to the left cylinder herniating through the corpora. The cylinder perforated the corpora but did not perforate through the skin. The patient symptom was a bulge on the penis. The physician put smaller rear tip extender (rte) on the left side.

Event description:
It was reported that the patient had the inflatable penile prosthesis revised due to the left cylinder herniating through the corpora. The physician put smaller rear tip extender (rte) on the left side.